Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 435 mg/dl at and low 41 mg/dl at the time of the incident. Another blood glucose level was 78 mg/dl and 350 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.